Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were just at the doctor not too long ago because they had fallen backwards on her stimulator on september 25th. They fell backwards on the driveway, and it still hurts. They get sharp pain. She fell right straight back and was smashed by the stimulator at the same time. It hurt a lot. They also hit their head. They did x-rays, and they did a CT scan of her head. Patient is still getting headaches and pain in the neck. Their bowel is going again like it was before. The patient is going more than normal. Today every time they get up to go to the bathroom. They do not have to go when laying down. They can feel it when they have the urge to go. Their bowels are running like they used to. It used to be so bad they couldn't even stand up. The return of bowel symptoms started on friday. They went to therapy to try to control their bowels, and it didn't work, so they went to this doctor, and it has helped a lot, but they are always lifting things and moving. They called the doctor, and no one got back to them. When they bend over, it hurts. It hurts right by the belt. They have been picking up stuff, and it almost takes their breath away. They are one that doesn't stay still. They fall all the time, and it takes forever to get over it. They went to the ent doctor before because she was so dizzy. It felt like hot water was pouring on top of their heads. They said their hearing was fine. Right now it is the worst. By today they can hardly get out of bed because when they get up they lose their bowel and they don't like it. They never showed them how to use the equipment. The patient said she has memory issues.

Event description:
Additional information was received from the patient. They need an MRI but were having difficulty charging the external devices. The patient had received a charging kit but did not understand how to use it. The agent attempted to review charging external devices with the patient however they could not maintain focus throughout the call. The patient re-reported previously reported event where they fell and hit the driveway and reports of memory issues. The patient additionally reported they were experiencing pain and aching at the ins site. They stated it aches more on the left side depending on what they were doing like if they were cleaning house. The patient also reported they bumped the ins into a doorknob and also reported another fall where they fell down the stairs. They reported multiple unrelated medical issues including vertigo, headaches, a feeling of water in the head, injections in the knee and wrist and bone-on-bone issues when they walk. The agent recommended patient schedule an appointment with managing physician to address concerns with ins site and for in-person external device support. Emailed notification to field staff. On 2025-02-18 the manufacturing representative (rep) responded stating that they were working with the office to have the patient schedule a visit, however the pending weather and transportation issues is currently delaying matters. They then stated on 2025-02-24 that they had made arrangements for an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.